Manufacturer narrative:
The product involved in this event is not available for evaluation. O&m halyard, inc. Is the specification developer and complaint handling establishment of the complaint product. The product is contract manufactured by lianyungang aiyeh non-woven products co., ltd. (FDA registration number 3004713352). A scar was issued to the contract manufacturer on november 25, 2024. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The clinician noticed after a procedure that 10 cm of epidermal peeling and blistering occurred on the patient, resulting in medical intervention. An application of prope to was applied to the patient's skin.

Manufacturer narrative:
This is the first complaint for allergic reaction from dec 2023 to dec 2024 (12-month evaluation period). Neither a complaint lot number nor a sample was received. The last 12 months of product production lots were reviewed and found to be manufactured according to specifications. No defects were detected during process inspections. The manufacturer has made no changes to the 3m 1509 tape component utilized in this product since 2023. There has been no manufacturing or sterilization process changes in recent two years. No additional actions will be implemented at this time; however, we will continue to closely monitor field performance to identify emerging trends which may warrant corrective actions. No root cause was identified.